Event description:
Pt had an implanted defibrillator model 7227. This device was identified in a medtronic warning letter in 12/00 as having unexpected high impedance. This device was reported to medtronic as falling under the warning category. The medtronic warning did not identify pt risk. The pt later had an episode of inappropriate sensing and shock delivery, which resulted in v-tach/v-fib. The v-fib was converted by a second shock. The device was explanted and it was noticed that the header was loose and blood had accumulated near the contacts. The leads tested normal. The generator was changed.

Event description:
Add'l info rec'd from MFR 4/9/01: the model 7227 has not been returned for evaluation, so MFR is unable to provide device analysis results. Without the return and evaluation of the device, MFR is unable to ascertain any causal relationship.